Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy procedure, the device's seal was damaged and disengaged. Air or gas leaked from the device's seal. Another device was used to complete the case. There was no patient injury.